Manufacturer narrative:
The therapy pca & processor pca were replaced and the device passed all performance assurance testing and was placed back in service.

Event description:
It was reported to philips that the customer cannot log into the device. There was no reported patient involvement.